Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and death.

Event description:
Dexcom was made aware on 06/03/2016 of a patient death that occurred. Date of death is unknown. It was reported that the cause of death was low blood glucose. A certificate of death was not provided. It is unknown if the patient was wearing the continuous glucose monitor (cgm) at the time of death. No additional event or patient information is available.